Event description:
It was reported that the patient received a result of hi mg/dl (> 600 mg/dl) and administered 6.5 insulin units. After 15 minutes, she received the result of 171 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.